Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient called to report feeling a sharp pain at the implantable cardiac monitor (icm) implant site extending from chest to left arm since implanted. The patient indicated that the device has started to come out and has moved down to the lower chest area. The patient indicated that after the device was implanted, the incision bled for an entire day. The patient also indicated that the patient was hit in the chest with a weight ball and can see "the long twirling things that attach the bottom to the top" of the device. A follow up with the patient's healthcare provider yielded that the physician is unaware of the patient's symptoms and the patient has not reached out to the physician with these concerns. The patient missed a scheduled appointment and has not returned any phone calls back to the healthcare provider. The device remains in use. No further patient complications have been reported as a result of this event.